Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced cramping, decreased appetite, nausea, and diaphoresis. She called an ambulance. The cgm was reading 361 mg/dl and the blood glucose reading was 700 mg/dl. The hyperglycemia was treated by unspecified means in ICU and she was discharged the same day. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.